Event description:
It was reported that during surgery the peg broke on impactor part. A backup device was available to complete the procedure with no delay. There was no injury to the patient, no debris were left in the patient.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.